Event description:
It was reported that the procedure was to treat a lesion located in the 80% narrow and distal internal carotid artery. The 8x40 mm rx acculink stent delivery system was advanced across the lesion; however, it was found that the stent was unable to release after unlocking the safety lock. The pullback handle was retracted and the stent implant partially deployed. The product was retracted from the patient without issue and another acculink was used to treat the lesion successfully. No adverse patient effects or a clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficulties deploying the stent were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.